Event description:
Event description guidant received information that a patient was going in for a device turn-off during surgery - a 'open' impedance code was noted at this time. The patient's device will be turned off and removed at a later date.